Manufacturer narrative:
The catalog number identified has not been cleared in the us, but is similar to the hickman port s/l products that are cleared in the us. The product code for the hickman port s/l product is identified. For the 2 reported malfunction, a lot number were provided, and lot history review was performed. The samples were not returned to bd for evaluation. After further evaluation, the investigation is inconclusive for the alleged damaged component due to the fact that no sample was returned for evaluation. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes two (2) malfunctions. A review of the reported malfunction indicated that model 0603880ce implantable port allegedly had a defective components. This report was received from various sources. This malfunction involved 1 patient with no patient consequences. Age, gender and weight was not provided for the reported patient.